Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow- up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2017-02776, 0001825034-2017-02785, 0001825034-2017-02786, 0001825034-2017-02788.

Event description:
It was reported that a patient is being considered for a revision surgery approximately 6 months post implantation. The sales rep was inquiring about product identification. No product has been revised to date. Attempts have been made and additional information on the reported event is unavailable at this time.